Manufacturer narrative:
Eval: results - complaint was confirmed for "lead broken/fractured." Visual inspection of the lead body revealed a fracture with all wires broken. No other functional test was performed due to all broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported,the patient lost stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 and the lead was explanted and replaced. It was also reported during the lead explant, the physician noticed the lead was fractured. The patient reported effective stimulation coverage postoperative.